Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and confirmed but did not replicate error 32100 pointing to axes controller, motor (acm). The unit was tested on an in-house system in normal mode where it triggered error 1119 which points to the fan. The unit was also tested on a pftp where it passed all tests. No signs of damage during visual inspection.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse followed up with the site; the system was powered on the system with no errors present. The fse replaced the universal surgical manipulator (usm) per the tse recommunication for the error seen. The errors cleared post part replacement. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, an operating room (or) staff called in to report that they had had a couple of recoverable faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified several errors in logs. Prior to calling in, the customer had disabled the universal surgical manipulator 2 (usm) to continue but needed all four usms. The tse walked the customer through a hard power cycle and emergency power off (epo) of the patient side cart (psc). The system powered back on without error, but the tse shared it was possible that the error would return. Later, the clinical sales representative (csr) called technical support and reported that the fault returned. The customer elected to convert the procedure but did not specify convert to open or laparoscopic surgery. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the surgeon decided to convert to open when the arm faulted again after trouble shooting. The patient tolerated it well and was stable to recovery.